Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Device code updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jul-17. It was reported that the spinal segment of the existing catheter had pulled out of the intrathecal space. It was revised/replaced with 8598a spinal segment and the physician observed cerebral spinal fluid (csf) flow. The cause of the catheter issue was undetermined. The catheter issue had been resolved. The catheter will not be returned for analysis as the physician discarded the removed spinal segment. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# hg2vdm502, implanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709sc, lot# h837585003, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 04-oct-2020, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 22-sep-2013, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 5,000 mcg/ml fentanyl at 1,747.7 mcg/day and 500 mcg/ml clonidine at 174.77 mcg/ml baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had the pump replaced on (B)(6) 2019 for eos (end of service). The doctor performed a back table prime before connecting the new pump to the existing catheter. Now, a catheter revision/replacement is planned and scheduled for (B)(6) 2019. The event date was noted as (B)(6) 2019. There were no known environmental/external/patient factors that may have led or contributed to the issue, other than the replacement on (B)(6) 2019. Diagnostics/troubleshooting performed included the doctor replacing the 8578 pump connector on (B)(6) 2019 and then performing a back table prime before connecting the new pump to catheter. The issue was not resolved at the time of the event. There were no further complications reported/anticipated.